Event description:
Reportedly, the patient was being followed with remote follow-up. The clinic received a red alert for premature battery depletion. Patient was asked to go to emergency immediately where the ICD was interrogated and premature battery depletion was confirmed. There are no sustained arrhythmia episodes stored and no therapy delivery since beginning of life. The device was explanted and will be returned for analysis.

Event description:
Reportedly, the patient was being followed with remote follow-up. The clinic received a red alert for premature battery depletion. Patient was asked to go to emergency immediately where the ICD was interrogated and premature battery depletion was confirmed. There are no sustained arrhythmia episodes stored and no therapy delivery since beginning of life. The de device was explanted and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device suspected a failure of the battery.

Event description:
Reportedly, the patient was being followed with remote follow-up. The clinic received a red alert for premature battery depletion. Patient was asked to go to emergency immediately where the ICD was interrogated and premature battery depletion was confirmed. There are no sustained arrhythmia episodes stored and no therapy delivery since beginning of life. The de device was explanted and will be returned for analysis.